Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. Instrument was checked for recognition using an in-house davinci robot system and it was successfully recognized. Additional observation not reported by the site was a broken grip cable located at the distal idlers pulley. The idler pulley was able to spin freely and it was slight damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci si surgical procedure, the mega suture cut needle driver instrument was not recognized by the davinci system robot. No patient harm, adverse outcome or injury was reported.